Event description:
Info received indicates when pressing the CPR release the head section will not lower. The head section will lower using the down switch on the control panel.

Manufacturer narrative:
The tech found the CPR release valve was stuck. He replaced the CPR valve to repair the bed.